Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left internal carotid arteries. A 4.0mmx30mmx135cm (4f) sterling mr balloon catheter was advanced for dilation. During preparation, the balloon inflation was checked. However, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.